Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient felt like ¿the stimulator was shorting out, specifically when they were sitting down¿. The patient stated it felt like it was skipping whereas before they had a smooth vibration. There were no traumas or falls that could be related to the reported issue. The patient stated that this occurred specifically when they were sitting, however they had not moved around. The patient stated they were sitting still and this occurs. The patient confirmed that they had adaptive stimulation (as) activated. Patient services walked the patient through how to turn their as off and it was reviewed to consider turning the stimulation down or off if it was bothersome or uncomfortable until they could get their system checked out. The patient however did indicate that turning as off did not resolve the issue on the call. The patient stated that they had not yet notified their healthcare provider (hcp) about this. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.